Manufacturer narrative:
Date of event: (B)(6) 2015 . All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). Date of event: at the time of this report, the date of the event is unknown. Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the insulation of the connection between cable and handpiece is faulty as reported on the ellips t-phaco handpiece. No patient involvement was reported.